Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025 around 12:00am, the patient¿s cgm was reading 226 mg/dl and ¿going down slowly¿. After a few minutes, the cgm was reading 304 mg/dl. No bg meter reading was taken at this time. The patient self-treated with 7 units of insulin. A few minutes after doing this, the patient was talking on the phone and ¿blacked out¿, falling to the ground and was unconscious. The patient¿s mother called 911. Once emergency medical services arrived, the patient¿s bg meter reading was 12 mg/dl. No cgm comparison value was reported. Ems treated the patient with IV d10 and then retested the patient¿s bg meter reading, which was 40 mg/dl. This is also when the patient regained consciousness. Ems transported the patient to the emergency room. At the ER, the patient was given more IV d10. The patient was discharged home after 2 days once the patient¿s bg meter reading was 140 mg/dl and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).